Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected; needle holes in the silicone housing were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, leaked from the holes in the silicone housing. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot ctfb16, conformed to the specifications when released to stock in 21st may 2015. No root cause could be determined for the problem reported by the customer as the valve functions. The root cause for the holes in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6), 2015, the revision surgery was conducted due to valve occlusion and the device was implanted as a replacement. However, the device was replaced on (B)(6), 2015 since it was suspected to be occluded through contrast radiography. The patient is currently being followed.